Manufacturer narrative:
The returned poly liner was found to have been manufactured within specifications. Visual examination confirmed the poly liner was fractured around the rim. It is impossible to determine how/when the fracture of the liner occurred. No issues were present during review of the device history record.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured poly liner. The poly liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.